Event description:
Four different target 360 ultra 1.5mm x 4 cm coils did not deploy properly. All four coils had the same lot number. Some got sheared in the sheath. Others would not enter the catheter correctly. The procedure was able to be completed with no complications, using another product (unknown).